Event description:
The manufacturer received information alleging an issue related to a remstar device's sound abatement foam. There is report of nose bleed and headaches. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Event description:
The manufacturer received information alleging an issue related to a remstar device's sound abatement foam. There is report of nose bleed and headaches. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per (B)(4).

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. MDR 2518422-2022-05329-1 was submitted to reflect new information of a health impact and b (1) and b (2) and h (1) was incorrectly checked for serious injury. B (1), b (2) and h (1) was corrected to reflect a product problem. This action was reported to FDA per 21 cfr part 806. The device will be corrected per res 88058.

Manufacturer narrative:
Additional information to sections b1, b2, b3, b5, g2, g6 and h1

Event description:
The manufacturer received information alleging an issue related to a remstar device's sound abatement foam has caused interstitial pneumonitis, gastroenterological issues and nausea. The patient has received a CT scan and is being monitored by a physician.